Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 541 mg/dl at the time of the incident. The customer was at 448 mg/dl at the time of the call. The customer's sensor was reading 116 mg/dl but the meter had them in the 500 mg/dl range. The customer experienced symptoms such as looking off. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer's doctors came into the room. The insulin pump will not be returned for analysis.